Event description:
According to the report from the distributor, dermabond topical skin adhesive was used to close a facial laceration. Gauze was used to cover the eye. However, some adhesive penetrated the gauze and then onto the patient's eyelashes and partially closed the eye. The adhesive was successfully removed with petroleum jelly.